Event description:
Customer called to report the insulin pump alarmed for no delivery. Blood glucose reading was 130 mg/dl. The alarm was resolved with a complete set change. Troubleshooting was unable to be performed due to the set having been changed. Customer did not want to return the set and reservoir for analysis. Advised to call back when the alarm occurs to perform troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.